Event description:
On an unknown date in (B)(6) 2023, the patient underwent an emergency tevar for type a aortic dissection using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. On an unknown date, 2023, during a follow-up, computed tomography angiography revealed a type iiia endoleak between two ctagac devices. On (B)(6) 2023, reintervention to treat the type iiia endoleak was performed. A lack of apposition on the proximal side of inner curvature of ctagac located distally was observed, causing the type iiia endoleak. During reintervention while advancing a gore® dryseal flex introducer sheath (dsf) from right side, the sheath was not able to advance from tortuous right common iliac artery area in a implanted graft. The sheath was able to advance from left side. The lack of apposition disappeared after implanting an additional stent graft. Angiography revealed no type iiia endoleak. The patient tolerated the procedure. According to the physician, the lack of apposition was unavoidable due to the highly tortuous vessel. Medical history: bifurcated graft replacement at abdominal aorta.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.